Event description:
It was reported that during an unspecified surgical procedure the cor disposable system w/perp 8mm device had a fault. It was reported that the cylinder where the transfer of the graft is made did not have the pusher and because of this we all did it manually which complicated the surgery. It was reported that the surgery took a little longer than planned and we had to pass the graft to the plastic device manually. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. Visual inspection reveled that the device was received without its tray. The cor disposable system w/perp 8mm loader was observed to be missing its plunger. The rest of the components do not show anomalies. Functional test was unable to be performed due to loader missing component. Photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Visual inspection of the photos provided by the customer revealed that the cor disposable system w/perp 8mm graft loader had a missing component. The overall complaint was confirmed as the observed condition of the cor disposable system w/perp 8mm would contribute to the complained device issue. A manufacturing investigation was performed for a previous related incident for the same lot number, and the conclusion were the next. Cosmetic/visual inspection found the plunger was missing. The DHR was checked and no non-conformances were found. The supplier performed an investigation with their engineering, qa and operations departments. In the assembly there was a missing pin due to assembly mistake. The failure is because of a sporadic event of an assembly personnel mistake in the cleanroom. This issue has been escalated to a corrective action. Based on the investigation findings, the potential cause is traced to manufacturing. A product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Device history review a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h6: the device medical device problem code of use of device problem (a23) has been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h6 corrected data: the medical device problem code of "appropriate term code not available (a27) was removed.